Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. Attempts to obtain additional information but were unsuccessful. All available information suggests that the previously abandoned brady lead remained capped.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.